Manufacturer narrative:
Mixer valves were leaking and defective valves were replaced. Device passed all tests.

Event description:
Hamilton medical ag received the following incident description: the unit alerted on tf5614. In addition, the customer suspected that water came into the unit.

Manufacturer narrative:
Mixer valves were leaking and defective valves were replaced. Device passed all tests. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested.

Event description:
Hamilton medical ag received the following incident description: the unit alerted on tf5614. In addition, the customer suspected that water came into the unit.